Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2015. They underwent left knee revision surgery on ((B)(6) 2023, approximately 8 years 1 month post primary procedure. Revision op report postoperative diagnosis: left knee polyethylene-associated synovitis. The surgeon noted there was extensive proliferative synovitis in the medial gutter and around the suprapatellar pouch. The polyethylene insert showed some evidence of posteromedial wear. The femoral and tibial components did not demonstrate any instability intra-operatively. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.